Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient alleged that the device had not worked for them since day 1 because it had been implanted wrong. They stated it sat on their sciatic nerve and caused them more pain. They also reported the device would shut itself off. The patient alleged the told the manufacturer representative 2 months after implant. No further complications were reported or anticipated.